Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to metallosis. Patient was revised to a restoration modular stem and ceramic head (liner unknown). Patient complaints not reported to rep, and no other intraoperative findings were either observed by or reported to rep.